Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected:. Review of the most recent repair record identified the following related repair: tech found the unit's control bar was loose and the unit was out of calibration at the 0 and 20 readings. Tech adjusted the control bar, tested the unit, calibrated it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that outside of surgery, the dermatome does not glide smoothly. There was no patient involvement or impact. Due diligence information complete as no additional information indicated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.